Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on the hl20 twin pump. The failure occurred during a routine check. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2023 (B)(6). The control board and safety board were inter changed between the pump 1 and 2 but the problem persists. This did not solve the problem. Therefore the motor will be replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected motor will not be available for further investigation. Therefore the reported failure was assessed by the getinge life cycle engineering on 2023 (B)(6). The following most probable root causes were determined: 1. Safety system board. 2. Control board. 3. Engine control board. 4. Interconnection board, motor, optical speedometer. Based on the results the reported failure "error message safety-s" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was sent for investigation and repair on 2023-05-11. The twin pump module control board and safety board were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during a routine check the error message "safety-s" was displayed on the hl20 pump. No harm to any person has been reported. Complaint# (B)(4).